Event description:
It was reported that the patient ams 700cx preconnect ms 21cm ip iz pump was removed and replaced with a new pump, ms, iz because the pump collapsing and not refilling. The new pump is working well.

Event description:
It was reported that the patient ams 700cx preconnect ms 21cm ip iz pump was removed and replaced with a new pump, ms, iz because the pump was collapsing and not refilling. The new pump is working well. Additional information received stated that neither the technician for bsc nor the doctor could get the pump to work. Additional information received reported that the patient have experienced pain and several weeks of recovery time. Furthermore,the pump bulb seemed to be very hard and did not want to pump up, and if it did, it would immediately go down without pushing the deflation button. The patient thought it was due to soreness post-surgery. The doctor tried to pump it during revision surgery, and it is still did not work. The reservoir, tubes, and the connecting lines were checked, they worked fine except the pump bulb. The doctor then replaced the pump bulb, tried to pump 2 to 3 times prior to stitching the incision site, and everything worked well as expected. After the surgery, the patient experienced a bloody discharge at the incision site and saw his doctor who told him not to worry about as there was no sign of infection. He was further told that the bloody discharge would subside in a few days. Additional information received stated that the patient is doing well with the new pump.

Manufacturer narrative:
Product analysis could not confirm the reported events nor a device malfunction with the pump. Visual and functional testing were completed; the pump performed within specification. The medical and product record review indicated that based on the information available, the reported event of pain does not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of pain is included in the product labeling and hazard analysis. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: visual and functional testing were completed; the pump performed within specification. Product analysis was unable to confirm a device malfunction nor the reported patient allegations. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. As confirmed with design quality assurance and medical safety, the ams 700 hazard analysis indicates that based on the information provided, the as reported events of this complaint do not represent a new hazard/hazardous situation. Although the appropriate failure mode could not be identified, pump implanted in patient that is difficult to pump was identified as a hazard and hazardous situation in the hazard analysis. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required. Review of the labeling with medical safety confirmed the reported adverse event of pain is included in the product labeling. Additionally, there is no objective evidence that the user did not properly handle or use the device according to the IFU. The reported events also do not contain an allegation against the labeling. No further review is required.

Event description:
It was reported that the patient ams 700cx preconnect ms 21cm ip iz pump was removed and replaced with a new pump, ms, iz because the pump was collapsing and not refilling. The new pump is working well. Additional information received stated that neither the technician for bsc nor the doctor could get the pump to work. Additional information received reported that the patient have experienced pain and several weeks of recovery time. Furthermore,the pump bulb seemed to be very hard and did not want to pump up, and if it did, it would immediately go down without pushing the deflation button. The patient thought it was due to soreness post-surgery. The doctor tried to pump it during revision surgery, and it is still did not work. The reservoir, tubes, and the connecting lines were checked, they worked fine except the pump bulb. The doctor then replaced the pump bulb, tried to pump 2 to 3 times prior to stitching the incision site, and everything worked well as expected. After the surgery, the patient experienced a bloody discharge at the incision site and saw his doctor who told him not to worry about as there was no sign of infection. He was further told that the bloody discharge would subside in a few days. Additional information received stated that the patient is doing well with the new pump.